Event description:
It was reported that balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon, hypotube shaft profile and shaft polymer extrusion identified no damages. A detailed microscopic examination of the balloon material identified a pinhole leak located above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a pinhole leak was located above the proximal markerband.

Event description:
It was reported that balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.